Event description:
Caller states the patient tested 4.1 inr on coaguchek xs system 1 and 2.0 inr on coaguchek xs system 2. Caller states that the doctor used the second result for treatment but did not specify what that treated was. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B)(4).